Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed a bent df4 connector pin and cuts into the insulation 4 cm and 23 cm distal to the df4 connector pin and. These damages most likely resulted from the explantation procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This rv lead dislodged. During the lead revision one of the metal electrodes on the connector pin seemed to be moving. The physician replaced this lead.